Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the abutment screw fractured in the implant. The implant had to be removed. Tooth location 4.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified severe damage to the drive feature of the implant and bone residue around the external threads. There was a fractured screw inside the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.